Event description:
Patients rv lead is detecting noise. Rep had the patient perform postural testing and performed pocket stimulation, but was not able to recreate. No adverse patient events were reported. Should additional information become available, this file will be updated. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.